Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The dentist states in the letter based on clinical evaluation and the patient's specific dental needs, it is believed that the byte aligners is not a suitable fit. The treatment is currently causing the patient a great deal of pain and injury to their teeth. It is our professional recommendation that they follow up with a licensed orthodontist immediately. It is recommended the patient to cease treatment. Their dental needs are better met in our office.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.